Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt age and weight: unk. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-a3i aq310ai 19.5d preloaded injector. While advancing the lens, the screw plunger was tough to push. It appeared the posterior haptic got stuck in the injector. There was no patient contact. Cause of incident is unknown.